Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery, the patient experienced fluid behind the bag/zonules. Following the surgery, the patient developed increased intraocular pressure and was diagnosed with aqueous misdirection, severe elevated intraocular pressure, and a collapsed anterior chamber. The patient was treated with an intravenous diuretic and an oral carbonic anhydrase inhibitor. The surgery was completed on the same day, and the patient's symptoms were resolved.